Manufacturer narrative:
Date sent: 06/11/2007. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure the device cut completely, but when the staples came out they were unformed. Another same like device was used to complete the case. There was some blood loss, but the pt did not require blood products. The pt is fine.